Event description:
It was reported that the patient experienced a non-device related fall and the indirect decompression spacer shifted, therefore, the patient underwent a spacer explant procedure. There were no reported patient complications. The device will not be returned as it was disposed of by the medical facility. No further information regarding the device lot number or implant date have been able to be obtained despite good faith efforts.